Event description:
It was reported the momentary safety switch emitted sparks. Visual examination of the switch and its components revealed no defects. Testing revealed no interruption in continuity. The switch was then activated through several cycles and we were unable to duplicate the reported event.